Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. In addition, it was reported that a 2 unit bolus was requested and the pump delivered a 1.99 unit bolus. The customer's blood glucose level was 306 mg/dl. Tandem technical support performed a system check and determined the pump functioned as intended, however, customer did not acknowledge the pump functioned as intended. A recommendation was made for the customer to discuss diabetes management with healthcare provider.